Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the cerebrospinal fluid was not flowing properly through the patient's device. It was noted that the exact value of the valve was not visible in the x-ray. The device was replaced, and the patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements of the reflux, siphon, leak testing, and preimplantation testing. The valve did not meet the requirements of pressure-flow testing. There was proteinaceous debris observed in the interior and exterior of the valve. The IFU cautions that, ¿care must be taken to ensure that particulate contaminants are not introduced into shunt components during preimplantation testing or handling. Introduction of contaminants could result in improper performance of the shunt system. Particulate matter that enters the shunt system may result in shunt occlusion or may also hold pressure/flow controlling mechanisms open, resulting in overdrainage.¿ damage was observed on the inlet connector and on the outlet connector. It is unknown how or when this damage occurred. The IFU cautions that, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.